Manufacturer narrative:
H6; code 100: excessive body fluids, rotating head housing weld partially yielded. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that excessive dried body fluids in the cartridge assembly may have caused the reported incident during surgery. The instrument was received with excessive dried body fluids in the cartridge assembly and with a partially yielded rotating head housing weld. The weld was examined and was found to have been sufficiently welded. The instrument was cycled, fired, and properly formed the remaining 9 staples intermittently. It was concluded that the excessive dried body fluids caused the staples to stick and misfeed intermittently. No conclusion could be reached how the rotating head housing weld had partially yielded. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic bilateral hernia procedure. It was reported the ems was misfiring on several firings. On the sixth firing there was a loud crunch sound. The device would not feed or advance staples. Another ems was opened to complete the procedure and it worked fine. There was no consequence to the pt.